Manufacturer narrative:
Initial.

Event description:
It was reported that the pump would not power on despite extended charging attempts and use of multiple chargers and outlets, with a blinking green indicator on the pump when placed on the charging pad while a phone charged normally on the same pad. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included remote troubleshooting and user education regarding charger placement and power source verification. Investigation of this case revealed a suspected device power or charging malfunction consistent with battery depletion or charging system performance, with no alarms reported and no evidence of user error based on proper charger alignment and alternate outlet testing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device return and evaluation.